Event description:
On (B)(6) 2025, the user reported that the ilet device was dropped from a pocket, resulting in a cracked screen. The device was no longer able to be unlocked or viewed clearly. Blood glucose was not affected. No medical intervention was required. A replacement device was arranged.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.